Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151282.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited high impedance. The lead was explanted and replaced. There were no patient consequences.